Event description:
It was reported that the implant broke as the surgeon was malleting the implant in during a labral repair. A piece of the anchor was left in the patient. No further patient information is available, and no additional adverse consequences were reported with the patient. This device is used for treatment.

Manufacturer narrative:
Arthrex representative present in case indicated alignment of the implant may have become lost after the guide was removed. Device history review revealed nothing relevant to this event and device evaluation revealed the anchor was broken at the hex and remained inside the driver. The condition observed is typically caused by prying/ leveraging the driver while the implant is still loaded. This event was attributed to misuse.